Manufacturer narrative:
The insulin pump was received with unexpected blank display during button press due to moisture damage on electronic assembly. We were unable to perform functional test or confirm keypad anomaly due to unexpected blank display. No damage on keypad traces noted during visual inspection. The insulin pump also was received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 243 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump: the display flashed a dark color and then went blank again. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The patient was also hospitalized for a low blood glucose of 32 mg/dl. His wife could not wake him up so she removed him from the insulin pump. The patient was treated until his blood glucose was between 125 mg/dl and 128 mg/dl. The insulin pump will be returned and replaced due to the blank display.